Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-45191 related manufacturer reference numbers: 2017865-2023-45193 it was reported that the patient presented with wound dehiscence and inability to complete antibiotics medication. Upon clinic check, it was found that the patient had developed infection. The whole system including the implantable cardioverter defibrillator, right ventricular lead and right atrial lead, was explanted. Patient condition was unknown due to patient's failure to attend the next follow-up.

Manufacturer narrative:
Correction: h10 - additional narrative data: a device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.